Event description:
The customer reported, they are having problems with the cine function. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cine drive. System operates as intended.